Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip ring was damaged. The customer's blood glucose value was 234 mg/dl at the time of the incident. The customer reported that they were changing the set and the reservoir was stuck. The customer was unable to remove it manually. The device will be returned for analysis.

Manufacturer narrative:
Device had scratched case. No damage to the reservoir retainer noted during testing. Reservoir was able to lock in place. Device passed displacement test. (B)(4).